Manufacturer narrative:
H10: additional narratives updated b5 per new information received.

Event description:
The stent posts were covered with pannus and appeared to be adhered to the aortic wall, making it difficult to replace only the valve. The stent posts did not damage the aortic wall.

Manufacturer narrative:
H11. Additional narrative updated h3 and h6 per new information received customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification was observed on all three leaflets. Fragments of what appeared to be native tissue were returned. X-ray demonstrated calcification on the returned tissue fragments. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect and 6mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple suture threads and pledgets remained attached to the sewing ring. As received, black mold-like particulates were found on the host tissue surface of both inflow and outflow aspects and on native tissue fragment.

Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6 per new information. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm 3300tfxj aortic valve was explanted after an implant duration of nine (9) years and seven (7) months due to aortic stenosis. The explanted device was replaced with a 25mm 11500aj valve by a bentall surgery because the stent posts of the device were buried in the aortic wall, making valve replacement difficult. The patient status was reported as recovering. Per the reported information, this 3300tfxj bioprosthetic valve was chosen at the patients request because he has felt a resistance to anticoagulation therapy. The aortic stenosis was first detected at a regular follow-up approximately seven (7) years after the implantation, and then it gradually progressed and eventually required intervention.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device return is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.